Event description:
It was reported that customer received a minimum fill notification while attempting to load a new cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case, clean pneumatic tap area, and reload same cartridge, but issue was not resolved; customer then obtained second cartridge at home and, with guidance from technical support, filled and loaded new cartridge without further issues, after which case was closed.